Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Issue resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention may be pending.